Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis of the device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly.